Manufacturer narrative:
Event summary: visual inspection of sheath 4fc12 / 22147, results showed the device was kinked on the shaft 2.5325 inches from the tip of the sheath. The sheath failed the test due to a kink 2.5325 inches from the tip of the sheath. In conclusion, the reported sheath kink issue has been confirmed through testing but not confirmed through the data analysis. The sheath failed the inspection due to a sheath on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noticed that metal was seen out of the plastic cover of the shaft of the sheath. The case was completed with cryo. No patient complications have been reported as a result of this event. On 2018-07-26: the device was returned to the manufacturer, analyzed, and tested out of specification.